Manufacturer narrative:
The event device is anticipated to return. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: appendectomy. Event description: "the peace was discovered accidentally, when suturing the facie, laying close to the facie. This was at the end of the procedure.they had to remove the cap when removing a piece of tissue. It was not necessary to put the cap on to complete the procedure. That's way it was discovered before. Im waiting for feedback regarding what procedure that was performed." Additional information received via email from the sales rep on 14 sep 2017 at 9:22am: "it is unknown how the fracture occurred. Apparently the fracture did not cause particulation. The port was used with an ancillary port. The method of insertion was twisting as in instruction for use." Type of intervention: unknown . Patient status: no patient injury or illness occurred associated with the complaint event

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a broken tab. Visual inspection confirmed the complainant's experience of a broken cannula tab. No visible material abnormalities were observed around the tab. Engineering was unable to replicate the reported event on a representative unit. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.